Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery cap contact damaged, broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Damaged battery cap metal contact was also noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment .the customer reported no adverse event. The event involved products mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer dis-continued the use of the device. Mmt-1880l was returned for analysis.